Event description:
Caller reported updating several personal settings including time and biq/ciq settings, which resulted in low blood glucose level reading of 45 mg/dl. Customer consumed glucose tablets to address the low blood glucose and did not require assistance from third parties. Technical support assisted customer in updating correction factor and carb ratio settings, advising follow-up with healthcare provider for any setting changes, which caller understood and acknowledged.